Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 195 and 65 mg/dl within 10 minutes. There was no report of death, serious injury or mistratment associated with this event.